Manufacturer narrative:
E1: (B)(6). H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found bubbled/torn downstream occlusion (dso) seal, replicating the primary problem. To resolve the issue, dso seal would be replaced.

Event description:
It was reported that the device had a tear in membrane. There was no patient involvement.